Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated and did not delivered bradycardia pacing when needed. Subsequently, this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.